Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 213, 67). Type of investigation #1: 10 testing of actual/suspected device. Type of investigation #2: 3331 analysis of production records. Investigation findings: 213 no device problem found. Investigation conclusions: 67 no problem detected. The returned sample was inspected upon receipt to show no visual anomalies with the device. After rinsing and drying the sample, the amount of oxygen transfer and carbon dioxide gas removal were measured according to product inspection procedure. It met the factory's specifications with no anomalies found. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 15, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the po2's dropped from the 250's down to 118. As per user facility, "after being on bypass for 1 hour and 50 minutes po2's dropped from the 250's down to 118. O2 tank was added with the same result. A second oxy (fx25) was added successfully and po2's then fluctuated between 190-250 for the remainder of the case. No health consequences or impact. Product was not changed out. Procedure completed successfully.